Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 was not confirmed due to a lack of sample. The lot number is unknown; therefore a batch review was not performed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 3. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with clearing the alarm. The hp would stop therapy for the night and contact the peritoneal dialysis (pd) nurse for further assistance. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number is unknown, therefore no evaluation or batch review could be performed. The catalog number for this device is unknown. Therefore, no 510k number can be provided. A follow-up report will be filed should any significant supplemental information become available